Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number and failure mode. The result of the investigation is inconclusive for the reported catheter rupture failure mode issue. The device was not returned for evaluation. The definitive root cause for the reported catheter rupture failure mode issue could not be determined based upon available information. It is unknown if handling or procedural techniques were factors to the reported issue. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model 436-2515l pta dilatation catheter, allegedly experienced a rupture. This report was received from one source. This event involved one patient whose age, weight and gender was not provided. This patient had no reported patient injury.